Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-jun-21. It was reported that ¿baclofen¿ was the actions/interventions taken to resolve the motor stall. ¿6 hours¿ was noted to be the resolution time of the motor stall. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 127.1 mcg/day with an unknown concentration. The reason for use was intractable spasticity. It was reported that a motor stall was seen at initial interrogation. The issue occurred on (B)(6) 2019. The patient recently had an MRI. It had been more than 3 hours since the patient exited the MRI field. They reviewed silencing audible alarms and to periodically interrogate the pump for stall recovery. There were no symptoms reported. There were no further complications reported/anticipated.